Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: explanted years ago.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. The explanted device will not be returned. No further information could be obtained despite good faith efforts.